Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited respiratory rate trend oversensing. The respiratory sensor was successfully switched from the ra lead to right ventricular lead. Additional information from the field representative provided this signal artifact monitor episode was erroneous. Lead impedance measurements were stable. The patient will be seen at their next scheduled follow up visit as expected. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited respiratory rate trend oversensing. The respiratory sensor was successfully switched from the ra lead to right ventricular lead. Additional information was requested but has not been provided at this time. This ra lead remains in service. No adverse patient effects were reported.